Manufacturer narrative:
This report is submitted on feb 19, 2024.

Event description:
Per the clinic, the patient experienced a dislodged magnet during an MRI the magnet was replaced (date unknown).

Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g3) is october 20, 2023; not october 20, 2024 as previously reported. This report is submitted on march 18, 2024.